Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport slim, 6fr, mi kit products that are cleared in the us. The product code for the powerport slim, 6fr, mi kit product is identified. For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 1716070j port & catheter, implanted, subcutaneous, intravascular allegedly had a tear, rip or hole in device packaging. This report was received from one source. This event did not involve a patient as there was no patient contact. There was no provided patient information.

Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The device was returned for evaluation. The investigation is unconfirmed for the flush connector stuck to lid. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim, 6fr, mi kit products that are cleared in the us. The product code for the powerport slim, 6fr, mi kit product is identified in d2.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 1716070j port & catheter, implanted, subcutaneous, intravascular allegedly had a tear, rip or hole in device packaging. This report was received from one source. This event did not involve a patient as there was no patient contact. There was no provided patient information.